Event description:
A report was received that the patient had difficulty charging the ipg. A bsn sales representative assessed the device and confirmed an ipg error. Ipg replacement had been recommended.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. A bsn sales representative assessed the device and confirmed an ipg error. Ipg replacement had been recommended.